Manufacturer narrative:
(B)(4). The customer returned an opened cvc kit, including a guide wire within its advancer tubing and other components for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. The guide wire was observed to have a several kinks/bends towards the distal end of the body. The distal j-bend was misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located at 45mm, and from 100-145 mm from the distal tip. The overall length of the guide wire measured 602 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.802 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The returned guide wire was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance spring-wire guide into syringe approximately 10 cm until it passes through syringe valves." The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit (sz-04301-115a rev.01) describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked between 45-145mm from the distal tip. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported the spring wire guide was found kinked during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).